Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: extremely high glucose. Test strip (B)(4). Manufacturer contacted customer on 07/19/2017 in a follow-up call in order to ensure the customer's condition since the initial call: nurse stated that due the customer having a headache and getting the e-5 error message, nurse had called 911. Nurse stated that when the paramedics took the customer's blood glucose, they obtained a reading of hi. Nurse stated that customer was not hospitalized but was given 40 units of insulin as the diagnosis was high blood glucose. Customer stated that the replacement product is working to their satisfaction and patient condition has improved.

Event description:
Consumer reported complaint for e-5 error: test strip error. Nurse is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. The customer was using proper testing technique. At the time of the call, the customer reported having a headache. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/24/2018.